Event description:
The patient was revised because of pain.

Manufacturer narrative:
Examination of the submitted tibial insert did not find any evidence of product failure or suggesting product contribution to the reported patient pain. Requests were conducted for additional investigational inputs. No information was obtained. The investigation could not draw any conclusions about the root cause of the reported pain. No evidence was found indicating product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.